Event description:
The micro oscillating saw with xi blade mount was sent for service and it overheated. No further info was provided by the account; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. A score mark was also noted on the rotor assembly.